Event description:
It was reported that during implant of the pulse generator, a lead could not be secured within the header port of the device. The device was not implanted. A replacement pulse generator was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.